Manufacturer narrative:
Recall: z-1839-2015.

Event description:
It was reported by the healthcare facility that the suture received was not labeled as fast absorbing. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: actual sealed box was returned for evaluation. Visual inspection was performed and the product code is fast absorbing gut plain suture and this information is missing on the box. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.